Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an right atrial (ra) lead dislodgement was suspected. An abdominal x-ray showed lead dislodgement. High thresholds since implant and a drop in measured p-wave amplitude were also observed. A lead revision has been planned. No patient complications have been reported as a result of this event.